Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged black particles in humidifier. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. No particles were found in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.